Manufacturer narrative:
Conclusion - manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by the user facility that the patient's skin broke down while on the mattress.

Event description:
It was reported by the user facility that the patient's skin broke down while on the mattress.

Manufacturer narrative:
Follow-up submitted as an inspection was not able to be performed for this issue. The customer could not identify the mattress or make it available for evaluation by a stryker technician. Issue resolved by verifying the customer did not need any further action on this issue. Mattress not identified or made available for evaluation by a stryker technician.